Event description:
During the supraventricular tachycardia (svt) procedure, an irrigation leak occurred at the connection line. The device was exchanged, and the procedure was completed with no adverse patient health consequences.

Manufacturer narrative:
One bi-directional, curve d-f, tacticath sensor enabled contact force ablation catheter was received for evaluation. The device met specifications during irrigation flow testing and no leaks, error messages, or other functional anomalies were noted. In addition, no leaks from the irrigation tubing were noted during leak testing. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event remains unknown.